Event description:
Additional information received reporting that there had not been resistance in the marksman microcatheter during delivery of the sent or with retrieval of the pushwire. The catheter was flushed per the instruction for use. The devices will not be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marksman catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related MDR for this event: 2029214-2020-00521. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a stent pushwire detaching after implanting the stent and punctured the marksman microcatheter during removal. The patient was being treated for an unruptured saccular aneurysm of the right internal carotid artery ophthalmic segment. The aneurysm max diameter was 20mm and the neck diameter was 8mm. Vessel tortuosity was severe. The patient was being treated for an unruptured saccular aneurysm of the right internal carotid artery ophthalmic segment. The aneurysm max diameter was 20mm and the neck diameter was 8mm. Vessel tortuosity was severe. It was reported that after the stent was released, the doctor was capturing the pushwire and realized the distal portion of the pushwire had broken. The entire system was removed together within the marksman microcatheter. After removal from the patient, the doctor observed that the pushwire had punctured the microcatheter. The devices had been prepared and used per instructions for use. There was no harm or injury to the patient.